Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of below 40 mg/dl. Customer was treated with carbohydrates and observed while in hospital. Customer was released from the hospital with issue resolved. During trouble shooting with tandem technical support, the pump was functioning as intended, and customer educated to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.